Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified left anterior descending de novo artery that was 95% stenosed. Pre-dilatation was performed with an unspecified device. A 3.5x23mm xience xpedition stent was deployed at the lesion. An edge dissection was noted. Another unspecified xience xpedition stent was used to successfully cover the dissection. There was no adverse patient sequela. No additional information was provided.